Event description:
It was reported that the procedure was to treat a distal right coronary artery (rca). A 3x18mm xience skypoint stent was implanted first without issue in the mid rca. Due to residual distal stenosis noted after the first stent was implanted [not within the first stent but in the distal bed], a 3x8mm xience skypoint was decided to be implanted distal to the first one. The xience skypoint was being advanced through the first stent without resistance when it was noted that the stent implant of the 3x8mm xience skypoint slid off the balloon and remained fixed on the previous stent. It was not possible to remove the second xience skypoint stent (thought to be due to being caught with the first stent). Therefore it was decided to deploy the second stent where it was by using a non-compliant balloon to crush the stent implant over the first one. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed because the lot number was not provided. The investigation determined the reported difficult to remove appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. The additional xience skypoint referenced is filed under separate medwatch report number.